Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call failed battery test and high blood glucose levels. Customer¿s blood glucose level was 549 mg/dl. Customer advised they did not deliver a bolus which resulted in high blood glucose levels. Customer advised they had a failed battery alarm due to not replacing the battery on the insulin pump. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.